Event description:
It was reported that the customer received his loaner insulin pump and needed assistance with programming the pump. Customer's blood glucose level was 100mg/dl. Customer was assisted with programming the insulin pump. Customer called again and reported that he had an issue with manually priming. Customer was guided through a rewind and his blood glucose was 433 mg/dl. Customer was advised the check settings alarm will always occur after exiting the training mode. Customer was also advised to monitor the insulin pump and to monitor blood glucose level. Customer's insulin pump delivered 8.3 units, but customer was only at 4 units when he felt ready to get off the phone. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.